Event description:
Pt was being dosed with dilaudid via infusion pump to deliver 1 mg dilaudid /1 ml/hr. Approx 45 minutes after initial dosing pt was found obtunded with depressed respirations. The pump was immediately removed from pt. The reservoir which had contained 48 cc of dilaudid with a concentration of 1 mg/ml was empty. The device was secured and sent to the bio-medical dept for evaluation. The device was found to have been correctly programmed. Simulation testing found the device to be functioning properly with delivery rate of 1 mg/hr. Delivery at one hr = 1 ml. Delivery at 19 hrs 19 ml. In simulation testing for administration it was demonstrated that the reservoir housing may be attached and locked but a sufficient seal is not achieved wherein the tubing does not come in contact with the flow controlling mechanism on the pump. The lack of contact/control can cause a free flow to occur. There is no indicator/alarm to warn that the reservoir is not making contact. The pump will operate even if there is not alignment of the reservoir. Post infusion pt was given 3 ampules of 0.4 mg narcan IV followed by 1.6 mg narcan IV over the next two hrs. After 24 hrs pt was responsive but somewhat confused.